Event description:
It was reported that during an unspecified treatment procedure, a shaft break occurred. The long stenotic de novo lesion was located in the distal posterior tibial artery. The physician advanced the 3x100x90 sterling balloon to the lesion and after "simple" inflation and good deflation began to withdraw the device but encountered difficulty removing. The physician attempted to removed the guide catheter to see if the catheter was stuck on the guide, and the guide slid perfectly. The physician didn't want to remove the guide, so he continued to withdraw the device against the resistance and the device was cut in two at the monorail level. The physician performed an arteriotomy to remove the parts of the device that remained stuck. There were no further complications and the patient's status is fine. The physician wondered if the balloon was not rubbing on the bevel of the introducer's edge.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a shaft break occurred. The long stenotic de novo lesion was located in the distal posterior tibial artery. The physician advanced the 3x100x90 sterling balloon to the lesion and after "simple" inflation and good deflation began to withdraw the device but encountered difficulty removing. The physician attempted to removed the guide catheter to see if the catheter was stuck on the guide, and the guide slid perfectly. The physician didn't want to remove the guide, so he continued to withdraw the device against the resistance and the device was cut in two at the monorail level. The physician performed an arteriotomy to remove the parts of the device that remained stuck. There were no further complications and the patient's status is fine. The physician wondered if the balloon was not rubbing on the bevel of the introducer's edge.

Manufacturer narrative:
Device evaluation: examination of the returned device revealed blood in the balloon and inflation lumen. The midshaft shaft was stretched. There was a complete separation of the shaft 57cm from the edge of the strain relief. The fracture faces were jagged and stretched. The shaft separation is consistent with a tensile fracture due to forces applied during manipulation of the device. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).